Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a holter monitor showed two dropped beats on the implantable pulse generator (ipg) which appeared to be undersensed p waves on the right atrial (ra) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.